Manufacturer narrative:
Corrected information: sex if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The pump was replaced on (B)(6) 2017. The pump had not yet been received by the representative.

Manufacturer narrative:
Analysis identified the pump had an expanded shield that did not affect post-explant pump performance. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving saline (1000 micro litres/ml at 1,999.9 micro litres/day) via an implantable pump for an unknown indication for use. It was reported that the patient had a replacement pump implanted on (B)(6) 2017. The pump being replaced was a prometra pump. At that time, it was unclear if the catheter was functioning correctly. The decision was taken to fill the pump with normal saline and then at a date sometime in (B)(6) perform a CT scan to see if the catheter was patent. The patient had recently attended the clinic, the pump was interrogated, and it was found that the elective replacement indicator (eri) had changed to 38 months. When the original session from the replacement was checked, it also stated 39 months after updating the pump, even though it said eri 81 months prior to the update. This was also reported as shortened pump life. No troubleshooting was performed. No interventions were performed. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was not resolved. The patient status was alive ¿ no injury. No complications were reported or anticipated. The patient¿s medical history included pain. Additional information was received. The pump was replaced and would be returned for analysis was received by the representative. No further complications were reported or anticipated.